Event description:
Davinci endowrist stapler 30mm curved tip. When loading into robot arm, it was making a rattling noise. Once loaded, it was not functioning correctly. This was an indicator for misfiring during critical point in case, so it was replaced with a new device prior to using.